Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, severe abdominal pain, additional surgery, painful intercourse, multiple urinary tract infections, the need to self catheterize, kidney damage, and urinary retention. No further info has been provided.